Event description:
A. Bovie made no noise, would not work so a new bovie was opened and worked fine. B. Bovie did not function properly- only the cut button worked when pressed and the coag button did not work at all. (No affected patient). C and d. Bovies would not work when plugged into bovie machine - buttons would not work.